Event description:
It was reported that through remote transmission, the device was intermittently undersensing ventricular events due to pseudo-pseudo fusion events. Upon review of the stored egms, the device also exhibited non-sustained rv oversensing episodes and auto mode switch episodes due to competitive atrial pacing. Programming changes were recommended. The physician elected not to make any changes and will continue monitoring the patient.